Event description:
Results of "380 mg/dl and 250 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the pt through two blood glucose tests and obtained "380 mg/dl and 250 mg/dl" with a lifescan meter, performed within 10 mins of each other.